Manufacturer narrative:
Correction: the oil mist filter was loose and the fse tightened the part to resolve the haze/mist vapor issue. No parts were replaced to resolve the issue. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The sra shows the risk for exposure to haze/mist/vapor to be "low." No parts were replaced to resolve this issue. The assignable cause of the haze/mist/vapor issue was due to a loose oil mist filter. The field service engineer tightened the part and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 12/15/2016. The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The correct brand name is sterrad® 100nx 1-dr with duo. The correct catalog # is 10104-003. The correct serial # is (B)(4).

Event description:
A customer reported smoke or haze emitting from the back of their sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.